Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a constant alarm. The root cause was determined to be a loose ribbon cable. The ribbon cable connection was tightened to repair the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A baxter service technician reported an infuso.r. Device which experienced a constant alarm during device evaluation. This condition interrupted device delivery. There was no patient involvement. No additional information is available.